Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 5 months due to endocarditis and perivalvular leak (pvl). Pre-op tee showed a large pvl with possible vegetations. The device was explanted and a new edwards bioprosthetic valve was implanted. His recovery went fairly well. He was released to home in satisfactory condition. No other details provided.

Manufacturer narrative:
(B)(4). Device not returned. It was reported that this valve was explanted due to endocarditis and perivalvular leak (pvl). Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the patient's medical records indicate an infected pacemaker lead that was removed this past december. Based on this information, it is possible that this contributed to the patient's infected prosthetic valve. Unfortunately, the root cause of this event cannot be confirmed with out the sample device. No further actions are possible with the available information.